Event description:
During the device check, the customer reported that the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR". No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed the "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing and archive data review. The root cause for the system error was due to the failed processor board, as a result of the device's aging. The autopulse platform is a reusable device that was manufactured in september 2008 and is more than 14 years old, well beyond the expected service life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data showed the system error 136 (internal parameter corrupted) error message, thus confirming the reported complaint. During the initial functional test, the platform displayed a "system error, out of service, revert to manual CPR" error message during power on, thus confirming the reported complaint. To remedy the error message, the failed processor board was replaced. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(4).